Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2023 / serial or lot#: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 16-jun-2022 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching. The battery indicators switched to the other battery at an unexpected time. The batteries were removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files did not reveal any premature power switching events logged within the analyzed period; no alarms were logged within the analyzed period. As a result, the reported event was not confirmed. The batteries were lubricated prior to release. D4: serial or lot#: (B)(6). D9: yes, return date: 09-dec-2022. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.